Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer on the patient line of two (2) homechoice cassettes were damaged. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual devices were not available; however, a photograph of one sample was provided for evaluation. A photograph of the other sample was not provided and therefore, could not be evaluated. A visual inspection of the photograph was performed which revealed damage to the beige patient connector. The reported condition was verified. The cause of the condition was determined to be related to the automated assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.